Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s mother, on (B)(6) 2026, the patient¿s cgm displayed low. The patient ate sugar based on the cgm readings, but her condition did not improve. A fingerstick was performed and the bg reading was 500 mg/dl. The patient was given 8 units of insulin (injection). The patient was not improving, and the patient¿s parents took the patient to the emergency room. There, her blood glucose was 550 mg/dl and the ketone test was negative. The patient was treated with insulin and fluids intravenously and admitted for observation. The patient was discharged on (B)(6) 2026, with normal bg values. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was in the emergency room. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.